Event description:
It was reported that the patient had a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. 5-6 hours post procedure the patient had a transesophageal echocardiogram (tee) performed. The images showed that the patient had a pericardial effusion. The physician performed a pericardiocentesis and drained blood from the patient. There were no other complications that occurred. The patient made a full recovery and was discharged from the hospital.